Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 391 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Due to elevated bg levels, patient realized the cannula had not deployed; this indicates the occurrence of a needle mechanism failure. As treatment, pod was removed and a new pod was applied.